Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the device cracked at the port causing the nutrition to leak. There was no patient injury.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. A photograph was submitted for evaluation, however based on the digital image it is not possible to confirm the reported condition. The physical sample is needed to assess the reported condition and thus determine the potential root cause. This complaint will be closed with no further action. If a sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.